Manufacturer narrative:
Batch review performed on 02 july 2018. Lot 145866: (B)(4) items manufactured and released on 17 april 2015. Expiration date: 29.02.2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. No additional reports have been received regarding this lot and the feedback history does not indicate there to be a systemic deficiency of the device. Visual inspection performed by r&d product manager on 02 july 2018. Analyzing impact 01.32.158mh acetabular shell d.58 multi hole lot. 145866, we have noticed some particles of coating into the packaging. From the analyzed piece it is not possible to determine the root cause of the event. On (B)(6) 2018 the coating supplier was informed about the issue. On (B)(6) 2018 they reported that the subject device was coated using a manual machine coating process and then it was treated in order to remove irregularities in the coating. The manual machine has been replaced by an automatic machine coating process. The manual machine coating process may have resulted in coating peaks that were subject to detachment if abraded.

Event description:
The nurse found some coating pieces in the cup inner packaging. The surgeon used a back-up implant to complete the surgery.